Manufacturer narrative:
The device has been requested by baxter for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation, or if additional info becomes available.

Event description:
The facility reported an infusion pump that was overinfusing with an uncontrolled rate "drifting up". Information was provided that the device was not in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.